Event description:
It was reported that a device had a keypad anomaly. The letter "g" is the only input when entering a drug name. There was no patient involvement.

Manufacturer narrative:
Manufacturer reference number: (B)(4). Baxter received and evaluated the device. The evaluation confirmed that the following keys were inoperable: #2, #3, (.), #4, #5, #6, #7, #8, and #9 key caused by a failed keypad. When attempting to navigate through care area/drug selection, and attempting to input desired parameters, the following was observed: when any of the remaining functional keys are pressed, an automatic output of the #3 key will occur following the selected key's function (e.g. Numerically: when the #1 key is pressed, 13 will be displayed, alphabetically: when the "abc" key is pressed, ag will be displayed interfering with mdl drug searching opportunities). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate the reported event.